Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The pediatric patient had a headache and frequently had to urinate. During this time the cgm was displaying 17.9 mmol/l. The patient parent checked a finger stick and the bg was 22.9 mmol/l. The parent administered insulin via the patient's insulin pump and the patient felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.